Event description:
It was reported the disposable had air bubbles and caused the device to alarm. No adverse patient effects were reported by the customer.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: d10. Device available for evaluation, h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. Device evaluation: three photos were provided by the customer. One showed a cassette filled with clear liquid and multiple air bubbles. The second showed a label for a cassette. The third showed a cassette observed to have fluid in the pump tube. Two samples were received in used condition. A visual inspection found no damage on the samples. During the functional testing, water was placed in the cassette samples and set to run with the pump. No alarms were activated by the pump and the reported failure was not confirmed. A root cause was unable to be confirmed. No non-conformities or related findings were found during the DHR review.